Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bariatric procedure, on the second firing the device rod locked and could not be fired, the surgeon can not push the lever for progression. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.